Event description:
It was reported that the patient was experiencing adequate pain relief. It was also noted that the patient was experiencing paresthesia at the mid back and was wrapping around the ribs. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure wherein the ipg and the leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 20575927.